Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no reported impact to the customer¿s blood glucose level. The customer was able to resume insulin delivery, and technical support instructed them to uninstall and reinstall the mobile app to address the issue.